Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic on an unknown date; review of electrograms from the remote transmission, revealed the right atrial lead was dislodged. The lead was successfully repositioned on (B)(6) 2019. The patient was asymptomatic and was fine during and post procedure.